Manufacturer narrative:
Received a complaint about a challenger magazine braking during use. Intra-operative medical intervention was necessary. The complained product is not available for investigation. The provided products out of the same batch were analyzed by the production department. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to specifications valid at the time of production. No similar incidents have been filed with products from this batch. The provided products comply, after a visual inspection, to our specification valid at the time of production. Also the device history report shows no deviations to documentation. Due to the fact the complained product is not available for investigation, it is not possible to determine a root cause for the failure. In comparable complaints the product was broken at the thinnest point of the tip. It is incomprehensible, why the magazine is broken off at the thickest point of the tip. The mounting error or an off label use is by the costumer. Based on the information available as well as the result of the investigation, exclude an error caused by manufacturing or caused by material. Based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. According to sop (B)(4) a CAPA is not necessary.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on going.

Event description:
Country of complaint: (B)(6). During a prostatectomy, the first three clips are placed without difficulty, then the 4th jammed. The surgeon decides to release the applier and found that the cartridge is broken. In the patient, 2 or 3 fragments of plastic were detected and could be recovered. A fragment, size estimated 3mm x 1mm, was not recovered. Action:-revision intra-abdominal by the surgeon. Inspection of the operative field, change of the applier and use of the same batch of the cartridge without difficulty. Consultation with the patient on (B)(6) 2015 , there were no consequence for the patient. Operation delay of 10 minutes and the 3rd fragment has not been recovered. Both devices, pl522r_shaft compl.d:5mm l:310mm and pl510r_handle f/pl506r & pl508r, were used on the same procedure.